Event description:
The customer tested his blood glucose using his 3 contour meters and received readings of 275, 133 and 106 mg/dl. The difference between the high reading of 275 mg/dl and the other readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meters were sent to the customer.